Event description:
Caller alleged false negative troponin I (tni) results on triage cardiac panel test compared with a positive vitros 5600 result. The same draw was used and both tests were run at the same time. The caller stated that a tni for vitros greater than 0.12 is considered as a critical tni value by this site. The caller stated that the pt presented himself to the emergency room (ER) with shortness of breath. The pt was hospitalized and treated based on the vitros results; however, no cardiac catheterization or cardiac stress test was performed. Pt's electrocardiogram (EKG) was normal. Although requested, pt's treatment was not specified. Pt's final diagnosis was obstructive airway disease. The pt was discharged on (B)(6) 2013 with vitros tni of 0.127. Although requested, the customer did not provide the final diagnosis and treatment of the pt. No additional info was provided.

Manufacturer narrative:
Customers complaint was not replicated with in-house retain testing on w55654. Calibrator testing met final release specification. As of (B)(6) 2013, this is the only complaint against lot number w55654. Ckmb and myo results from both platforms (vitros and triage) indicate pt is not having an myocardial infraction and consistent with triage tni results.